Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the two reported 1.5mm hex driver tip, locking were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 599307) were examined visually under magnification. Both returned drivers exhibited a breakage at the male hex drive end; when reviewing the devices, instead of terminating with a standard male 1.5mm hex drive feature, the devices were found to instead terminate with fractures cutting through the drive feature. The broken-off tip portions of both drivers were not returned for evaluation; the ensuing evaluation will be for the breakage on the returned main body portions. In both cases, the observed fractures were highly oblique/angled to the device axis; the fracture surfaces cutting through the hex drive feature exhibited significant bowing/cupping/warping. The surfaces were textured and bumpy, with occasional ridges. Regions adjacent to the fracture surfaces exhibited no stretching or necking (i.e. No signs of ductility); regions adjacent to the fracture surface appeared jagged, rough, and sharp. The drive features (read: edges of the hex drive) did not appear to be twisted about the device axis. The second of the two drivers evaluated exhibited a drive feature that appeared to be slightly bent off-axis. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large torques and/or unusually large loads are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis; these complex loading scenarios (esp. Off-axis bending loads) may also result in the drive feature and its lobes appearing to be bent off-axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 1 of 3) it was reported during a surgery on a distal radius, when the surgeon was driving the screw the 1.5 hex driver tip broke. The surgeon replaced it with another 1.5 hex driver tip which proceeded to break at the tip. The surgeon used a frag-loc driver to complete the surgery with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00653.